Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient went to the emergency room (ER) because he was concerned about the excessive amount of bruising that occurred around the sensor insertion site. The doctor visually examined the patient and checked the patient's blood sugar that measured 149 mg/dl. The doctor prescribed mupirocin 2% anti-bacterial cream to treat the bruised area. It was indicated that the bruise lasted for about 3 days. At the time of contact, the patient's bruise already started to fade and the patient was doing fine. No additional patient or event information is available.